Event description:
Same case as MDR ID: 2134265-2015-03655. It was reported that stent damage occurred. The 100% stenosed target lesion was located in the severely tortuous and mildly calcified mid right coronary artery (rca). After a 3.0x28mm promus premier¿ stent was implanted in the lesion, a 38x3.00mm promus premier¿ stent was then advanced over the 3.0x28mm stent. However, while advancing the 38x3.00mm promus premier¿ stent came into contact with the proximal edge of the 3.0x28mm promus premier¿ stent and it was noted that the 38x3.00mm stent was lifted. The physician then suspected that the 3.0x28mm promus premier¿ stent was not well apposed due to tortuosity of the vessel. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).